Event description:
It was reported that externalized conductors and noise were observed. The lead was capped and replaced. The patient will continue to be monitored.

Manufacturer narrative:
A partial lead with the connector pins measuring 23.2cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.